Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c37, architect anti-hcv, that has a similar product distributed in the u.s., list number 1l79, architect anti-hcv. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A patient known to have a chronic (B)(6) infection generated a (B)(6) result of (B)(6) on the architect anti-hcv assay. The patient generated a (B)(6) result on the ortho method and was (B)(6) on the rapid spot test method. There was no report of impact to patient management.

Manufacturer narrative:
A retained kit of architect anti-hcv reagent, list number 6c37-25, lot number 15471li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested and met specifications. All generated results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. As part of our evaluation we have reviewed the manufacturing, testing and complaint records for the affected lot number. This review did not identify any problems relating to the customer's observation. A review of labeling concluded that the issue is sufficiently addressed. Based on our investigation, we have determined that lot number 15471li00, identified in the customer's complaint, is performing acceptably.